Manufacturer narrative:
Internal complaint reference: (B)(4). Use of radiofrequency technology in endonasal skull base and transcranial procedures/ doi 10.1055/s-0040-1721820.issn 2193-6331.

Event description:
It was reported that on literature review use of radiofrequency technology in endonasal skull base and transcranial procedures, 1 patient had an epidural hematoma that occurred posterior to the resection bed and dural tack-ups after a craniotomy for hemangiopericytoma procedure using a coblator ii system. The patient required a return to surgery for evacuation of the epdirual hematoma. Patient outcome is unknown.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. It has been communicated that no further information is available. As of the date of this medical investigation, the requested clinical documentation has not provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patients impact beyond the reported hematoma and additional surgery cannot be determined. Therefore, no further clinical/medical assessment can be rendered. Should any additional clinical information be provided, this complaint may be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.